Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that within the peek study 2023, the implant required slight adjustment due to a change of anatomy/calcifications. This caused a delay of 10 minutes. The patient was involved, but no patient impact or adverse consequences were reported at intake.